Event description:
It was reported that the air was created inside of arctic gel pad while arctic sun was operating, and the water flow kept going down below 1.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is tubes being not fully connected to port barbs. The complete initial reporter address 1 that is provided is 222 banpo-daero, seocho-gu (banpo-dong). Three photo samples were returned for evaluation. Visual inspection noted the following: -one photo shows a pad connector with no obvious chips or deformation. -one photo shows the pad tubing with tape applied on the outside of the foam jacket. No clear kinks, cuts, or punctures are visible in the tubing. -one photo shows the foam side of the chest pad with no clear cuts or tears visible. Clear plastic appears to be adhered to the hydrogel side of the pad, indicating that the blue liner had been removed earlier. The tubing on one manifold connector appears to not be fully covering the clamping rings, which could cause low flow. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling was reviewed and was found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that air was created inside of arctic gel pad while arcticsun is operating and the water flow keeps going down below 1.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.